Event description:
It was reported that the output on the right ventricular (rv) lead was programmed to high and there was inadequate threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.